Event description:
Unomedical reference number (B)(4). Foreign: (B)(6). The patient's mother reported that on (B)(6) 2022, at 06:45 pm, she replaced her child's infusion set and sent a bolus for high blood glucose level. Therefore, at 07:45 pm, the patient's mother called the nurse because her child experienced high blood glucose level of 400 mg/dl with ketone since 02:00 pm. At 08:00 pm, the patient blood glucose level was 363 mg/dl with ketone level of 0.4 mmol/l and at 10:10 pm, the patient blood glucose level was 359 mg/dl with ketone level of 0.7 mmol/l. The patient's mother called the hospital service who asked to go to the hospital. On the same day, at 11:00 pm, the patient received bolus of 5 units with the pump and at 12:00 am, they noticed that the cannula dressing was wet. Moreover, they made another infusion set replacement. During hospitalization, the nurse only replaced one infusion set and delivered a bolus. The patient left the hospital around 03:00 am with blood glucose level of 190 mg/dl. Further, the nurse called the patient's mother around 10:00 am, and informed that the patient's blood glucose level was 91 mg/dl. No further information available.